Event description:
Caller reported a cartridge alarm 20, indicating a potential issue with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer decided to continue using their current pump or use multiple daily injections as backup therapy. Tandem technical support arranged for a replacement pump to be sent, which would include updated software. Caller was instructed on how to return the problematic pump and received guidance for setting up the replacement.